Event description:
During a pfa procedure, it was discovered that the physician could not aspirate correctly after introducing the volt catheter into the agilis introducer. When attempting to aspirate blood, air bubbles were also aspirated. Attempts to aspirate with different positioning of the volt catheter was performed with the same results. At first it was believed that there was an issue with the agilis introducer, so it was replaced. However, this did not resolve the issue. The catheter was replaced and the issue was resolved. The procedure was completed with no consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.